Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having mis tlif therapy at l4-s1. Cages were placed unilaterally at both l4-5, and l5-s1 through a metrx tube. It was reported that the patient had pain and it was revealed via imaging that the cage had partially spit out posteriorly.  Additional surgery was performed as a result of this event. Cage had to tamped back in to the proper position within the disc space.

Manufacturer narrative:
B1: updated to adverse event and product problem b5 : updated h1: updated to serious injury imf code changed to f1904. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having mis tlif therapy at l4-s1. It was reported that the patient had pain and it was revealed via imaging that the cage had partially spit out posteriorly.   There were no further complications reported regarding the event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.